Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/08/2025, a sales representative reported via email that (qty. 2) of an ar-3740sp double loaded knotless knee fibertak anchor failed to deploy and secure within the bone. Despite utilizing the hard bone drill, the inserters broke off. As a result, the surgical team had to abandon the all-suture option and proceed with a larger 4.75mm anchor to complete the case successfully. This was discovered during a quad tendon repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 05/30/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be misuse due to misaligned insertion or prying/leveraging the device during insertion.

Event description:
Additional information was received on 06/02/2025: all broken pieces were retrieved from the patient. An ar-1593-bc implant system was used to complete the case. The case was delayed four minutes, and no additional anesthesia was administered. No adverse effects were reported on or after the surgery.